Event description:
It was reported that prior to beginning a cardiac procedure the right camera controller unit (ccu) lost power and was unable to be powered back on. The site made the decision to abort the procedure after the pt had been administered anesthesia. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the loss of video experienced by the customer was associated with the right camera controller unit (ccu). The system was repaired by replacing the affected ccu. There have been no reported recurrences of the issue at this hospital.